Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has experienced phrenic nerve stimulation (pns) since implant. At clinic it was found that the pns is present in all pacing vectors. Since they could not program around it, the physician asked if implanting a left bundle lead and switching cans was an option. At this time the crt-d has been explanted without additional allegations. No additional adverse patient effects were reported.